Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received loaded on the stent delivery wire (sdw) within the microcatheter. The introducer sheath was returned. The stent was unable to be advanced through the microcatheter; however, it was able to be retracted, with resistance noted. The proximal end of the stent was noted to be deformed and broken/fractured. All 3 marker bands were present on both ends of the stent. The sdw was noted to be kinked/bent at the distal end. The introducer sheath was noted to be intact. During functional inspection the stent was unable to be advanced through the microcatheter, however it was able to be retracted, with resistance noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿stent was introduced through the microcatheter. Although the system was correctly positioned within the y-connector, unusual mechanical resistance to stent progression within the microcatheter was observed. After reassuring the proper positioning of the delivery sheath within the connector, a second attempt was made, again with significant resistance, but allowing the stent to be partially advanced within the microcatheter, albeit with the abnormal resistance required for its progression. Given the suspicion of device malfunction, the decision was made to remove the entire system (microcatheter and stent) together without further manipulation and then package it.¿ the stent was received loaded on the stent delivery wire (sdw) within the sl-10. The introducer sheath was returned and noted to be intact. The stent was unable to be advanced through the microcatheter; however, it was able to be retracted, with resistance noted. The proximal end of the stent was noted to be deformed as well as broken/fractured. Based on the deformation noted to the stent and the lack of damage to the introducer sheath, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved proximally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. Based on the significant resistance reported during the repeated attempts to advance the stent within the microcatheter, it is likely that the stent was fractured during advancement. This is one possible explanation to explain the analysis findings. Based on the review of all available information, an assignable cause of procedural factors will be assigned to as reported 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed ¿stent difficult/unable to advance or pullback through catheter¿ ,¿stent deformed¿, ¿stent broken/fractured during use¿, ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject stent was returned for analysis, and it was discovered that the proximal end of the subject stent was noted to be broken/fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.